Manufacturer narrative:
Otto bock healthcare (B)(4) received the device on september 7th, 2016. The evaluation was carried out at the manufacturer's service center on september 13th, 2016. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. After evaluation we found that one of the bolts has become loose. Due to that the posterior and anterior frames were bent. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that the joint was broken. No fall or significant injury was reported.